Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the system's hard drives. System was tested to factory specifications.

Event description:
Customer reported the panorama central station kept rebooting, which may have affected telemetry monitoring. No pt injury was reported.